Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the blue piston remained depressed after detaching a non-carefusion pre-filled 10ml syringe, resulting in normal saline leaking out of the valve. This valve was connected to a patient and there was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a valve malfunction was not confirmed. Visual inspection of the valve noted no damage or any anomalies. Functional testing was performed and noted no observation of the piston remaining depressed and no leaking. The root cause of the customer's report was not identified.